Manufacturer narrative:
Additional device product code: hwc. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is j&j employee. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent revision surgery due to an unknown product issue on an unknown date. The patient was initially implanted with the titanium cannulated trochanteric fixation nail due to an unknown reason on an unknown date. The surgeon used another of the same type to complete the procedure. Procedure and patient outcome are unknown. Concomitant devices: helical blade (part# unknown, lot# unknown, quantity# 1), screws (part# unknown, lot# unknown, quantity# unknown). This report is for one (1) tfn nail. This is report 1 of 1 for complaint (B)(4).